Event description:
User contacted the technical service department of the manufacturer mentioning that a siderail arm cover, at the right head of the bed, was broken. It was further reported that a patient while exiting the bed, scratched her skin on the damaged component.